Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the arm and multiple bg meters were used throughout the same sensor session. The dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). Furthermore, the guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.

Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015 into the arm. Multiple bg meters were used throughout the same sensor session. At the time of contact, no injury or medical intervention was reported.